Event description:
Reporter indicated that vns patient was explanted due to infection following generator replacement surgery. Both pre-operative and intraoperative antibiotics were prescribed at the time of generator replacement surgery, but post-operative antibiotics were not. The ncp system tunneling tool was used as a single-use-only device during generator replacement surgery. The infection was present at the pulse generator/pocket area and was treated with antibiotics and explant of the pulse generator only. The patient had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post generator replacement surgery and is not implanted with any other devices. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. The infection has resolved.